Manufacturer narrative:
(B)(4). The device is available, but not yet received. The lot number is unknown at this time. Any results of evaluation will be provided in a follow up e MDR.

Event description:
A customer contacted baxter's global technical service center (gts) requesting a swap of a compact exchange device ii (cxd). The customer stated that the inside piece of the cxd would not go towards the bag if the line was not in the proper location. The baxter technical service representative (tsr) initiated a swap and the cxdii was to be returned to baxter for evaluation.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned to the pal for evaluation. The assignable cause for the reported issue was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.